Manufacturer narrative:
The return of the product was requested. At this time, the product has not been returned. If the product is returned analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with a programmer and was suspected to be depleted. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the product was disposed of by the hospital and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.